Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported the pink slide did not move forward; indicating the needle did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device was received not deployed. Upon opening the device, it was noticed that the plunger was at the starting position and the clutch spring was not engaged. The download data indicates that the pod was deactivated before priming could commence. The cause of the deactivation could not be determined.